Event description:
A report was received that a pt's precision system will be explanted. No further info is available as this was received from an anonymous survey.

Manufacturer narrative:
Eval of the device cannot be performed as the device serial number is unk. This is the final report.